Event description:
Reference number: (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced an occlusion alarms due to a bent cannula on (B)(6) 2026. The insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was high (312 mg/dl) and the patient was treated with insulin pump. No further information is available.